Event description:
It was reported by the clinician that the .038 spring wire guide (swg) was advanced through the 18 gauge needle and frayed when the swg was repositioned through the needle. As a result, another swg was used. There were no patient complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.